Event description:
It was reported that the patient collapsed twice, the cause was unknown. The pulse generator exhibited oversensing. The device was reprogrammed and the patients symptoms subsided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was reprogrammed.